Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step related to flow verification during testing. There was no harm or injury reported. During the evaluation of the device by a field service engineer, the device failed a test step during testing. The device¿s machine flow sensor needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step related to flow verification during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.